Event description:
It was reported that a bd vacutainer® sst¿ blood collection tube experienced underfill or low draw of a tube with blood, and an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced broken lids/caps which were noted during use. The following information was provided by the initial reporter: during use, the nurse found 1ea. Tube has no draw issue, and then she found the tube shield was broken.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for damaged stopper and low draw with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#470822 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ blood collection tube experienced underfill or low draw of a tube with blood, and an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced broken lids/caps which were noted during use. The following information was provided by the initial reporter: during use, the nurse found 1ea tube has no draw issue, and then she found the tube shield was broken.